Manufacturer narrative:
This complaint was opened initially on 6/17/2020 and was treated as non-safety. Then, later on 8/3/2020 lumenis received a medwatch report from the FDA (# (B)(4)) describing a product problem at (B)(6) medical center in (B)(6) of 2020 with two (2) moses 200 micron d/f/l fibers (lot #50140120, ref # ac-10030100). The complaint description is as follows; "during a left ureteroscopy, two moses d/f/l micron laser fibers (lot #50140120, ref # ac-10030100) failed with both the new (# (B)(4)) and old (# (B)(4)) holmium lasers. The issue causes a 20-minute delay in patient care in the operating room. The laser worked normally when using the 365-micron laser fiber." There was no patient injury or complication, just the inconvenience of a delayed procedure while the two fibers were being replaced with a third that worked normally. Three complaints were opened by the customer for this event (2 for the 2 fibers that failed and 1 presumably for the event itself). These are (B)(4). After several attempts lumenis was unable to recover the moses 365 fiber. No failure analysis was required since this fiber performed as normal. Since there was no fiber malfunction the decision tree has determined that the event is not reportable. However, as a response the FDA medwatch report we have received lumenis will file MDR for this particular moses 365 fiber referenced in (B)(4).

Event description:
During a left ureteroscopy, two moses d/f/l micron laser fibers (lot #50140120, ref # ac-10030100) failed with both the new (# (B)(4)) and old (# (B)(4)) holmium lasers. The issue causes a 20-minute delay in patient care in the operating room. The laser worked normally when using the 365-micron laser fiber.